Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 3/15/2022, it was reported by a sales representative via email that an ar-1588btb-2j tightrope® ii btb wire tag broke while trying to assemble it. This was discovered during a quad acl procedure on (B)(6) 2022. Another one was opened and case was completed without further issues.